Manufacturer narrative:
Omit : b17 device not returned, c20 no findings available. Correction : date of event, describe event or problem, initial reporter occupation, other occupation, report source, report source other. Additional information : device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, if other specify, imdrf annex a, g, b, c, d codes, remedial action required and remedial action #. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that there was an over infusion of sodium . Medication was programmed in to infuse via secondary line for six hours. It was completed however in two hours. Clinician did a backflow of saline into empty bag to test and ran again they stated it appeared to be infusing faster than it should have. There was patient involvement but no harm.

Manufacturer narrative:
Correction: describe event or problem, FDA notified?, report source other. Additional information: age at time of event, age unit, date of birth, sex, report source.

Event description:
It was reported that there was an over infusion of sodium . Medication was programmed in to infuse via secondary line for six hours. It was completed however in two hours. Clinician did a backflow of saline into empty bag to test and ran again they stated it appeared to be infusing faster than it should have. There was patient involvement but no harm. A copy of the medwatch report from FDA was received, which states, ¿infusion pump infused a 250ml bag of sodium phosphate in 2 hours or less. The bag should have run in over 6 hours. All settings on the pump were checked for accuracy, and there were no errors. All clamps were open. I did backprime saline into the empty phosphorus bag and ran the pump again to see how fast it was running. It appears that the pump was infusing the IV at a faster rate than it should have been. The patient suffered no harm. There was no change in vital signs, heart rhythm, etc."

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that there was an over infusion. Medication was programmed in to infuse via secondary line for three hours. It was completed however in two hours. There was patient involvement but no harm.